Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurement has been steadily decreasing over the last four to five years and now measures less than 200 ohms. The clinic suspects an insulation issue, however the x-ray was inconclusive. It was noted that the patient is not pacemaker dependent. Boston scientific technical services (ts) was consulted to discuss the declining pacing impedance measurement and next steps. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurement has been steadily decreasing over the last four to five years and now measures less than 200 ohms. The clinic suspects an insulation issue, however the x-ray was inconclusive. It was noted that the patient is not pacemaker dependent. Boston scientific technical services (ts) was consulted to discuss the declining pacing impedance measurement and next steps. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the field representative reached out to the clinic and found out that a revision procedure took place. The existing rv lead was replaced with another manufacturer's lead. The field representative again reached out to the clinic to determine if the rv lead was explanted or surgically abandoned. If explanted, return of the lead was requested. The clinic responded that the rv lead was explanted during the procedure. It was noted that during the extraction process the lead was severely damaged and was subsequently discarded. The field representative discussed that in the future boston scientific requests return of product, no matter the state it is in, for analysis.